Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a >55mm abdominal aortic aneurysm. It was reported approximately 10 years post the index procedure follow up CT identified aneurysm sac growth. No endoleak was observed. On 23-sep-2022 open surgery was completed and the stent graft was explanted. Per the physician the cause of aneurysm enlargement is unknown but possibly due to endotension. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: e tlw1616c93ee, serial/lot #: (B)(4) ubd: 05-apr-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: two endurant grafts were returned for analysis, one bifurcate and one limb. Limb overlapped with the bifur graft by 3 srs and slight angulation and train wrecking was evident upon initial visual inspection. Explant grafts were decontaminated with hydrogen peroxide and sodium hypochlorite pending further device testing to support the final product analysis findings. Three holes and a tear were found on pli10 and a small tear was present on the bottom of pli20. No other damage was found on the grafts. Analysis confirmed holes were found that may have contributed to the endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.